Event description:
It was reported that, "patient had pain in right acetabulum, the components listed above were explanted and the following implants were implanted: 623-00-36g/(B) (4), 2060-0000-1/(B) (4), 509-02-62g/(B) (4), 6280-0-236/(B) (4), 2080-0050/(B) (4), 2080-0060/(B) (4), 2080-0025/(B) (4), 2080-0025/(B) (4), 2080-0025/(B) (4)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.